Event description:
It was reported that a wireless module alerted "radio disabled". There was no patient injury reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The evaluation found corrosion on the wireless module flex and radio pcb as a result of fluid intrusion, which caused the components to fail, rendering the unit un-repairable. The un-repairable module was removed from service.